Event description:
The device was used with a 4-lead pt cable for pt ECG monitoring. The device allegedly displayed excessive artifact and the pt's ECG could not be discerned. The device operator applied pressure to the pt cable connector plug and the pt's ECG was displayed properly. There were no adverse affects to the pt reported as a result of the alleged malfunction.